Manufacturer narrative:
A review of the device history record for this device could not be conducted because the model and lot number were unknown.

Event description:
This procedure was performed on the sfa in (B)(6) : on follow up angiography it was observed that the everflex stent had fractured. A covered stent was successfully placed and flow was restored.